Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, extrusion, bleeding, infection, urinary problems, recurrence, vaginal scarring, organ perforation and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that on (B)(6) 2012, the patient underwent partial removal of extruding mesh and repair of bladder due to protrusion of mesh through the vaginal wall. It was reported that mesh revision and repair was expected to be performed on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sacrospinous ligament fixture colpopexy; cystourethroscopy; proctosigmoidoscopy; partial vaginectomy; partial vulvectomy; and fractional d&c. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced frequent urination, leakage and incomplete bladder emptying.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent davinci assisted hysterectomy/ bso, davinci assisted sacrocolpopexy and cystoscopy on (B)(6) 2012 due to uterovaginal prolapse, enterocele and slowing of the urinary stream. No additional information was provided.